Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (20 mg/ml at 1.5 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient had a pump refill on (B)(6) 2015. This was the patient's first pump fill from his implant. The patient was filled with saline at implant. The patient left the office and was driving down the road when his alarm went off. The patient called the doctor and the doctor had the patient come back to the office. The doctor checked the alarms and re-interrogated the pump and updated the pump again with the same settings. There was no change in concentration or dosing. The issue was resolved at the time of this report. The patient status at the time of this report was "alive - no injury." No surgical intervention occurred or was planned. It was further reported the cause of the critical alarm was not determined. The logs showed on (B)(6) 2015 a pump refill occurred at 13:41, a low reservoir alarm occurred at 13:42 and then an empty reservoir alarm occurred at 13:42. The logs showed adequate reservoir volumes while the alarms occurred. No further information was provided. If additional information is received, a follow-up report will be sent.